Event description:
In april, the patient reportedly was experiencing external headpiece retention problems. Testing performed at the center indicated that the device was connecting intermittently with the device. Skin flap reduction surgery was performed (exact date not specified). The patient continues to have problems with headpiece retention. The patient will be monitored by the center.